Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to pain; age at primary:(B)(6); side: l; primary asa: p2-mild disease not incapacitating; revision njr index no:(B)(6); sex: f; primary bmi: (B)(6).

Manufacturer narrative:
Upon reassessment of the reported event, this is a duplicate of an existing event reported under MDR 3010536692-2014-00361. The initial report should be voided.